Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) empty blister for a tsvmwb11, (imp, tsv, mcol mg,4.7mm,11.5mml) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1257339. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257339 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿incorrect component quantity.¿ the customer did submit two (2) images for the reported event. (See attachments tab) further review of the customer's images could not verify the alleged empty blister. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19. Information identified: "product packaging" page 2-3. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation is operator not following work instruction. Therefore, based on the available information, a packaging malfunction could not be verified. Without device receipt, the reported coob is non-verifiable since, the condition of the product/packaging when received by the customer is unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "yes" to "no." H3 other text : device was not returned.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: k101880.

Event description:
Doctor reported that when opening the blister the implant was missing. Procedure was completed with another implant.